Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The three (3) additional clip delivery system devices referenced in are filed under separate medwatch report numbers.na

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4+. Patient anatomy included a thickened and prolapsed posterior leaflet. The first clip (xtw clip) was advanced and implanted; however, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A second xtw clip was advanced, with the intent to stabilize the detached clip. Grasp attempts were made; however, due to the patient anatomy, difficulty was noted and the clip was removed without adverse patient effect. No additional clips were implanted. Mr was reduced to grade 3+. The patient will undergo a surgical consult at a later date. No additional intervention was performed and the patient remained in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported poor image resolution and incomplete coaptation were due to the reported challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as another clip was attempted to stabilize the single leaflet device attachment (slda) clip. There is no indication of product issue with respect to manufacture, design or labeling.